Event description:
It was reported that a flogard infusion pump experienced an f-49 alarm. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A review of the alarm log identified an occurrence of the f-49 alarm, confirming the reported condition. Visual inspection, functional testing, and battery testing were performed. The f-49 alarm also occurred when the device was turned on. The cause of the f-49 alarm was determined to be a depleted battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.